Event description:
It was reported that the system failed to complete boot up prior to a cysto case. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and was unable to reproduce the reported problem. The system operates as intended. The ge rep replaced the cpu as a possible preventative measure.